Event description:
The customer contact report a crack in the soluset; subsequently, a leak was noted. The tubing set was being used to deliver 185 grams of 10% immune globulin IV, 20 gm/200 ml, at a rate of 160 ml/hr. The customer contact reported that approximately 11.5 hours afer the delivery was started, a crack at an unspecified location on the soluset of the tubing set was noted and an unspecified volume of solution leaked. It was reported that an unspecified volume of solution leaked. It was reported that an unspecified time, a nurse squeezed the soluset prior to the crack being reported. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects, no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.